Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2016-03393. It was reported the patient is not receiving effective stimulation coverage from her scs system. Subsequently, the patient will undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2016-03393. Follow-up information revealed the patient underwent surgical intervention where her lead was repositioned and effective stimulation coverage was achieved on the patient's left side. However, there was no change in stimulation coverage for the patient's right side. The patient will determine if effective pain relief on her left side will be sufficient. No additional interventions have been planned at this time.